Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. The pt had a cardioversion at the hospital on (B)(6) 2011, and was still in the hospital as of (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and a return of symptoms at the hospital. After he was released he attempted to check the device. The indicator showed an exclamation logo, 4 letters the patient could not remember, and a doctor with a stethoscope. Nothing worked. The patient saw his hcp who discovered that there was only one program in the patient's programmer, the others had been deleted. The hcp set up the one program. Information received from the hcp reported that the cause of the event was a patient fall. It was reported that the patient was reprogrammed and had a surgical revision. Details of the revision were not provided. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4).